Manufacturer narrative:
Conclusion: unable to determine root cause. The information provided to q'apel does not state that a product malfunction occurred. An adverse event appears to have occurred but there is not enough information available to classify the device problem. Fg 00100-01, lot fg220817j-02 was not returned to q'apel.

Event description:
Retroactive reporting to the FDA of an incident that occured in the EU market (germany) on (B)(6) 2023. Q'apel medical became aware of the incident on (B)(6) 2023. Q'apel medical filed an mir report on 11/10/2023. Reason for complaint: dissection after using walrus in an email from (B)(6) dated 10/31/2023: "dissection after using walrus" "m2 closure on the left. S-shaped elongation of proximal aci, insurmountable with walrus, after extraction v.a. Dissection (not hemodyn. Effective). Information was communicated to q'apel quality on 10/31/2023. Unclear, at the time of complaint open date, if the patient required medical intervention. Q'apel personnel have made three attempts to request for detailed information regarding the incident. Data regarding the incident will not be collected by the doctor according to the email from the q'apel sales representative dated on 11/02/2023. Conclusion: unable to determine root cause. The information provided to q'apel does not state that a product malfunction occurred. An adverse event appears to have occurred but there is not enough information available to classify the device problem. Fg 00100-01, lot fg220817j-02 was not returned to q'apel.